Manufacturer narrative:
The customer's meter and strips were returned for investigation. However, the customer's returned meter was observed to have dead bugs underneath the protective housing on top of the meter display. The returned meter was obviously contaminated by customer mishandling and therefore could not be tested. The customer's returned test strips were tested with a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Due to the customer's meter having been contaminated, the error log and patient results could not be obtained. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 8:00 am, the result from the meter was 4.3 inr. At 10:00 am, the result from the laboratory using an unknown reagent was 3.0 inr. The therapeutic range was 2.5 to 3.5 inr.